Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate and could not reproduce the reported issue. However, upon review of the logs, the stm observed autofill failures alarms and found no critical failures. The stm ran the iabp for an hour without any further issues. The stm then performed all calibration, functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) generated an autofill failure. There was no patient harm and no adverse event reported.